Event description:
Koru medical became aware of a report stating "patient called to let me know that she had trouble with the freedom60 pump during her infusion. The syringe shot out of the pump and it looked like the pump had split down the middle." The patient was using the following accessories to infuse hizentra: koru precision tubing set used f900/lot t.84044, koru high-flo needle set rms32614/lot n.84534 and a 50ml bd syringe. The patient did not experience any adverse events as a result of the event. A return material authorization was initiated to return the device back to koru medical for evaluation. The device was received by koru on 06-jun-2023. At this time, the device is pending evaluation. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions.